Manufacturer narrative:
The reported event of difficulty untightening the atrial setscrew to remove the lead was confirmed. Final analysis found that the user of the wrench was making partial wrench insertions into the setscrew inset. This caused the user to strip that portion of the inset and therefore could not untighten the setscrew. The user was making off-center and angled wrench insertion through the septum that hit the metal ring and dislodged it from the septum. Both problems were related to the user¿s incorrect use of the wrenches.

Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. During the procedure, the physician had difficulty removing the atrial lead from the device's header. The pacemaker was explanted and replaced. The patient was in stable condition.